Event description:
It was reported that during an unknown procedure, the surgeon had been using the device for the entire case and towards the end of the case it stopped working and device died out. The nurses checked the generator and it read "replace instrument." Nurses attained another device to complete the case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was not returned with the device. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.